Event description:
On (B)(6) 2011, a miniarc sling was implanted. It was reported that, "within two days, I contracted a urinary tract infection and over several days, I developed pain across the buttock/leg area and the pain started down the back of my right leg as well. I developed muscle jerking in my let calf and shocking leg pain down the front of my right leg over the next few days. Over the months, the leg pain worsened as well as I had constant recurring urinary tract infections." Because of pain, intercourse was not possible. On (B)(6) 2011, the entire mesh device was removed by a urologist. Since removal the pt has not had a urinary tract infection, the leg pain is greatly improved over the past two months and, "my life is resuming to normal."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.